Event description:
Caller reported that pump display was frozen on the home screen. There was no adverse impact to the customer¿s blood glucose level. Customer reset the pump with guidance from technical support, and the issue was resolved.